Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic acidosis on monday with blood glucose level of 69 mmol/l. Customer noticed that she had blood glucose of 25 mmol/l and then it went to 32 mmol/l on sunday and she started to vomiting on monday. Customer reported that the emergency medical service was arrived. Customer reported that when she got in the ambulance, insulin pump fell, tubing got disconnected and when she arrived at the hospital then the insulin pump was not working. Customer reported that they could not walk straight, was not cognitive. Customer was treated with intravenous insulin drip for the first couple of days and right now did manual injections boluses. Customer reported that the insulin pump system had been using within 48 hours of reported high blood glucose. Customer did not allege insulin pump for under delivery. Insulin pump will not be returned for analysis.